Event description:
Event description cpi received inffo that on 8/8/1998, the pt presented to the hosp in atrial fibrillation, with a fine qrs complex and numerous ventricular ectopy. The pt then experienced torsades de point from which the pt spontaneously converted. Following this, no ventricular spikes were noted on electrocardiograph. The pt then experienced a cardiac arrest and was successfully resuscitated. Interrogation of the implantable pulse generator found no telemetry, and magnet tones could not be elicited. A temporary pacemaker was inserted until the pt's condition stabilized. Following improvement in the pt's condition, a new implantable pulse generator was implanted.